Manufacturer narrative:
One tapered screw-vent implant (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified a fractured platform and there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was moderate bone density type ii. The reported device had been placed on tooth #18 for approximately 7 years. X-ray image was provided. However, fracture was confirmed following visual evaluation. DHR review was completed for the subject lot number (62387058). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (62387058) and no other complaints about nonconforming products were identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk file review and IFU, the most likely cause determined from the investigation are long term parafunctional habits of the patients (e.g. Clenching, bruxism and overloading). The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Event date: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that the implant (tsvwb10) fractured at tooth location 18 and it was removed. Site was grafted.